Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Routine device check. Found rv threshold increased from .87/.5 to 3.62/.5 and impedance from 360 to 1625. Pt stated she fell on left shoulder over a month ago. Doctor advised to continue to follow remotely.

Event description:
New information received notes that the patient's right ventricular lead exhibited high capture thresholds and high pacing impedance. The lead was capped and replaced on (B)(6) 2022. The patient was stable.